Event description:
Integra neurospecialist was contacted by user facility who reported, icp catheter was placed in pt. Icp reading was 40mmhg by the catheter, and 5 mmhg on the drain transducer. Neurospecialist felt that the proper clnical reading was on the drainage system. Catheter was removed and discarded. There was no pt injury reported.